Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient suffered symptoms and damage to her body including but not limited to severe pain in her groin, thighs, and hip areas; clicking and grinding of the implant when walking and going to and from a sitting position; infection and inflammation of bone and tissue surrounding the implant; migraines; nausea; metallosis; bursitis; and cobalt and chromium metal toxicity.